Manufacturer narrative:
Section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that patient was seen in clinic on (B)(6) 2024 and reported having low voltage advisories while on mobile power unit (mpu). The system controller alarm history did confirm the alarms, but a cause could not be identified. Log files did not contain any low voltage events or any other alarms. It seemed the low voltage events might have been overwritten by the frequent occurring pulsatility index (pi) events. The event file was only ~ 5 hours in duration.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of low voltage alarms was confirmed via analysis of the submitted log files. The submitted controller periodic log file contained data spanning 12 days (22jun2024 ¿ 02jul2024 per the timestamps). The log file captured an increase in the backup battery use count from 8 to 9 on 02jul2024 between 10:11:45 and 11:11:45. The increase in the backup battey use count indicates that a loss of external power occurred, resulting in the backup battery activating to supply power to the system; this is consistent with the reported event of low voltage alarms while connected to the mpu. The events leading up to the backup battery use count increase were not captured in the log file as the periodic log file only collects data at specified time intervals rather than upon the detection of an event. The submitted controller event log file contained data spanning approximately 5 hours on 02jul2024 (10:43:00 ¿ 15:46:37 per the timestamps). No low voltage alarms or other notable alarms were active in the log file. The events associated with the backup battery use count increase captured in the periodic log file were not captured in the event log file as the data was overwritten by newer events. No other notable events were captured in the log files. The pump maintained a speed within the expected range throughout the log file. No product was returned for evaluation. Multiple requests were made to obtain additional event information (including the serial number of the mpu, if the cause of the loss of power was determined, and if the patient has a locking ac power cord for the mpu); however, no response was received. The root cause of the reported event could not be conclusively determined through this analysis. Device history records could not be reviewed as the serial number of the product is unknown. Heartmate 3 patient handbook (rev. D), under section 5 ¿alarms and troubleshooting¿ and heartmate 3 instructions for use (IFU) (rev. C), under section 7 ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including the low voltage alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate 3 patient handbook (rev. D) and heartmate 3 instructions for use (IFU) (rev. C) under section 3 ¿powering the system¿, explains the various ways to power the heartmate iii lvas, including how to properly use the mpu and the actions to take in the event of a power failure. Heartmate 3 patient handbook (rev. D) section 6 "caring for the equipment" and heartmate 3 instructions for use (IFU) (rev. C) section 8 "equipment storage and care" describe how to care for and clean all equipment. Heartmate 3 patient handbook (rev. D) section 10 and heartmate 3 instructions for use (IFU) (rev. C) section f, both entitled ¿safety checklists¿, provide checklists to assist the patient in performing routine maintenance of the heartmate 3 lvad. This section also informs the user to replace any equipment or system component that appears damaged or worn. Heartmate 3 patient handbook (rev. D) cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.